Event description:
It was reported that the surgeon reported to the sales consultant during a le fort I osteotomy procedure for a maxillary cyst, that two screws, both part number 04.53.226.01, broke during insertion. Both screw head recesses twisted off during tightening, resulting in the generation of fragments. The surgeon reported that he had not predrilled the screw holes. The first screw was successfully removed and was replaced with another screw. The second screw could not be removed in its entirety, so the head of the screw was removed and the shaft was retained in the patient. The patient was noted as being healthy with a normal physiology. Surgical delay was reported as approximately five minutes and was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.